Event description:
The pt had reported that their meter kept giving pt the "hi" reading and that they were treated by the doctor. Medical affairs specialist called adnd spoke with the pt in 2004, and they provided additonal info. They stated that a couple of days back, they tested on their meter four times and kept getting the reading of "hi." They exercised after the readings. They were feeling really tired and went to the doctor's office within 30 minutes of those readings. The doctor's meter result was 64 mg/dl and they were given 2 glucose tablets there. During troubleshooting, it was discovered that they were not cleaning the meter according to the owner's manual. However, the check strip test on the meter passed. Their control solution had expired and they were unable to check out the test strips. New control solution was sent to pt. The test strips were in good condition and within expiration date. They also mentioned that they are not on any diabetes medications and only monitor their blood glucose through diet and exercise. Pt mentioned that they do not have any other health conditions besides diabetes. This case is reported as an adverse event since there is a large difference between the pt's meter results and the doctor's meter within 30 minutes and the pt did suffer a serious injury and was given treatment.